Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, the motor assembly was found to be worn, which is the probable cause of the reported event. The device was repaired and returned to the user facility.

Event description:
It was reported that during testing conducted at the user facility the sabo sag saw was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted at the user facility the sabo sag saw was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.